Manufacturer narrative:
We received one 120804f catheter without the stylet wire for examination. There was no packaging received. Examination was unable to confirm the reported event of "balloon burst." A closer visual examination found a tubing fracture to be located at the #4 inflation hole. The three other inflation holes are collapsed (oval shaped). The break site match and there are no missing sections. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the balloon burst during use. No patient complications were reported.